Event description:
When using the ambu bag on a pt, it was discovered that the reservoir bag was deflated and upon further inspection it was determined the tubing from the oxygen source was not connected to the ambu bag.

Manufacturer narrative:
Method/results: product not returned for eval. Engineering performing tolerance stack-up.